Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3 and left-side suspected rupture.

Manufacturer narrative:
Sientra complaint (B)(4) device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with bald areas on both sides and moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in one piece. During cleaning, the explant ripped. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. Optical microscope images were taken of the area. The observed result of mechanical testing was 340% for ultimate elongation and 5.2 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.